Manufacturer narrative:
(B)(6). The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 60000200 number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a lotion like accumulation was observed on the hemostatic valve. A lotion-like accumulation was observed at the hemostatic valve of the carto vizigo¿ 8.5f bi-directional guiding sheath - small. Observed it visually when inserting the dilator after opening the package. It was not thought as product defect and maneuvering feeling was as usual, so considered as there wasn't any problem and continued the procedure. There was no consequence to the patient and the procedure was completed successfully. Additional information was received.the hemostatic valve was not damaged. Clear, lotion/lubricant like liquid, somewhat sticky, which covered about 1/3 of the hemostatic valve. The packaging and the catheter are not available for return. Nothing observed in the device. The sheath was used on the patient.